Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.25x32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal region were lifted, bunched and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07-sep-2020. It was reported that advancing difficulties were encountered. The target lesion was located in the mid left anterior descending artery with severe stenosis and calcification. After pre-dilatation was performed, a 2.25x32mm promus element plus drug-eluting stent was advanced but the stent could not reach the lesion even after multiple attempts. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.